Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to remove, stent dislodgement and foreign body in patient appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stents (2.8 x 16 mm, 3.5 x 19 mm, 2.8 x 19 mm) were used in an attempt to seal the perforation in the mid circumflex that occurred during use of another device. The 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced first; however, would not cross. During retraction of the sds resistance was felt which resulted in the stent implant dislodging from the balloon in the anatomy where it remains. No attempts were made to retrieve the dislodged stent. Additional pre-dilatation was performed. As this was a long perforation requiring two stents for treatment the 3.5 x 19 mm and 2.8 x 16 mm graftmaster stents were placed successfully. The final outcome was satisfactory. No additional information was provided.